Event description:
It was reported to boston scientific corporation that a truetome jag 44 was unpacked by the distributor on (B)(6) 2024. It was reported that upon unpacking the device from the shipping container, there was a hole on the sterile pouch of the device packaging. The product was not used in a procedure. No patient complications have been reported as a result of the event.

Manufacturer narrative:
Block h6: imdrf device code a020504 captures the reportable event of a hole in the device packaging.